Event description:
The customer contact reported the device delivered less medication than intended. The device was returned to the biomedical engineering department with a note from the oncology unit that stated, "line b does not complete before returning to line a." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.